Event description:
Customer reported a cartridge change error with their pump, resulting in a blood glucose level of 400 mg/dl, which is a significant impact. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose level and did not require third-party assistance. Technical support instructed the customer to remove debris found on the pneumatic tap area and other maintenance steps, but the customer was unable to load the cartridge successfully. Consequently, technical support arranged for a replacement pump to be sent, and the customer will use mdi as backup therapy until then. The customer was informed about the steps to return the problematic pump and acknowledged the instructions.